Event description:
It was reported that the insulin pump is not keeping the blood glucose levels in range. The current blood glucose reading is 68 mg/dl. Customer is treating with food. Customer stated that his blood glucose levels have high as 500 mg/dl. The drive support cap is flush. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.